Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed prior device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined that root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.

Event description:
Customer called with complaint of a device that powers up on ac but will not power up on battery. Found during daily testing. There was no patient associated with the report.